Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving drug, unknown via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the healthcare provider (hcp) had the patient intubated and seizing. They were unsure but suspects implanted pump may be the issue. A manufacturer representative was requested to interrogate and confirm pump status. It was unknown if the issue was resolved at the time of this report.  The patient's weight was asked but unknown.  It was unknown if surgical intervention occurred.  The patient was alive with no injury at the time of this report. 02-02-2022 (rep) document contained no new information.